Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during atlanto - occipital fusion, when unit was being use, a sponge had sparks and fell to the ground, causing a small fire that was stamped out by a staff member. Drapes were burned. Both pad were appropriately attached, and unit had error message and was removed. The unit was not felt to have had direct contact with the sponge when sparks/fire started. There was no patient injury.